Manufacturer narrative:
Product analysis: analysis of the programmer determined that powering off was not due to a malfunction with the programmer itself, but rather a radio frequency (rf) programmer head being used with it. The programmer passed all functional testing using a known good rf head. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was able to power on, but would not maintain a powered state. It was noted that multiple power cords were used, but the issue persisted. The programmer was returned for service. There was no patient involvement.